Event description:
New information notes that the right ventricular lead remained active, the base rate was lowered.

Event description:
It was reported that the patient presented to the emergency room with intermittent asystole and intermittent capture on the right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found that only the connector and middle portions of the lead was returned. Abrasions were noted at multiple locations. Abrasions are consistent with constant friction with another implantable device.